Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose. Customer reported to have changed out the infusion set multiple times. Customer reverted to using manual injections for insulin therapy.